Event description:
It was reported that post lead repositioning procedure, the patient experienced vomiting and phrenic nerve stimulation. The right atrial lead was explanted and replaced. The patient tolerated the procedure well and would be followed normally.

Manufacturer narrative:
(B)(4).